Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was provided by the initial reporter with the verbatim: customer reported the filter chamber for tubing was damaged/leaking. Mannitol was initiated ivpb and it was discovered that the mannitol was leaking. Patient received a partial dose of the mannitol. Psr (B)(4).

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was provided by the initial reporter with the verbatim: customer reported the filter chamber for tubing was damaged/leaking. Mannitol was initiated ivpb and it was discovered that the mannitol was leaking. Patient received a partial dose of the mannitol. Psr (B)(6).

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.